Event description:
This patient underwent a laparoscopic sigmoid colectomy and colostomy on [date redacted] and was discharged. Approximately 6 months later, this hospital received a telephone call from another hospital indicating that they removed a foreign body from the subcutaneous tissue in the right upper quadrant deep to the right upper quadrant port site incision. A photo of the foreign body was forwarded to us, and it is most possibly thought to be the tip of the enseal laparoscopic tissue sealer g2 which was inserted through the 5-mm right upper quadrant port.